Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 5.1 drawer failed to lock. The customer stated that this malfunction occurred when the user tried to access medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer had repeat failures and errors. The field service engineer reseated all connections on the back of the drawer and also replaced the retractor band and the module controller board due to wear. The system functioned as intended after the field service engineer repaired the device.